Event description:
Complainant alleged that during biomed testing, the device had no ECG signal via multi-function cable or paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.